Event description:
Litigation alleges that the patient suffered and continues to suffer from pain, serious bodily injury, and high metal levels.

Manufacturer narrative:
This complaint is sitll under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** 11/20/2012 - medical records were received. There is no new information that would change the existing MDR decision. Medical records are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffered and continues to suffer from pain, serious bodily injury, and high metal levels. **update** (B)(4) 2012 - medical records were received. There is no new information that would change the existing MDR decision. Medical records are available on external hard drive if needed for further review.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged bone fracture. Added lawyer and stem due to elevated metal ions. Updated patient identifier. Doi: (B)(6) 2008, dor: none reported, (right hip).

Manufacturer narrative:
The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete.